Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer required assistance due to their bg level and pump supplies were changed to address the bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
H3: device evaluated by mfg: yes, reason for non-evaluation: blank, h10: blank h3: device evaluated by mfg: yes, reason for non-evaluation: blank.